Event description:
The customer contacted beckman coulter, inc (bci) to report that their unicel dxc 600 synchron clinical system gave erroneously elevated sodium (na) results on an unk number of pts. The erroneous results were reported out of the lab. There were no changes to pt treatment as a result of this event. There have been no reports of death or serious injury. The erroneous results were questioned by a physician and were re-run. The repeat results were 15-20 mmol/l lower. Amended reports were issued. Prior to and after each event, the ion selective electrode (ise) system was calibrated and quality control (qc) results recovered within the lab's established ranges. Pt and sample info were requested, but were not provided by the customer.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and found that there were bubbles in the ratio pump. The ratio pump was rebuilt. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for add'l reportable events.